Event description:
Tracheostomy pt had lost connection with the ventilator. Nurse was respondin to an alarm related to the monitoring leads being disconnected for 1/2 hr when he was found. The pt was dnr, thus no more therapy admininstered. The ventilator alarms were not heard from the nurse's station.